Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 166 mg/dl. She also forgot to take the insulin pump off before she entered the pool and now the customer reported there was a constant tone occurring. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to corroded lcd board. No button error alarm noted. Insulin pump had moisture damage on keypad traces and mother board. Insulin pump had a cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip.